Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The service engineer found liquid damage on the pneumatic back-plane printed circuit board (pcb). He tried to clean it but some problems remained and the pneumatic back-plane was replaced and returned for investigation. A visual inspection of the returned pneumatic back-plane pcb clearly shows deposits and traces of burn marks. The pneumatic back-plane pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to ventilator malfunction. There is no information on how the presumed liquid entered the ventilator or what kind of liquid spill it was. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.